Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2006 indicate the patient received a bilateral total knee replacements due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2021 indicate the patient is experiencing bilateral knee pain and swelling. Right total knee replacement has global instability. Left total knee replacement with has increased stiffness and decreased range of motion. Left knee was captured in (B)(4). No interventions noted at this time. Date of implantation: (B)(6) 2006, date of event (onset): (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.